Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level was over 400 mg/dl. The bg level was addressed with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.